Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "during dressing change connector port was cracked and leaking." No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 19ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample. A longitudinally aligned crack was observed in the y-site, extending from the luer orifice. Microscopic inspection of the sample revealed a rough and granular fracture surface. The fracture propagated along a molding weld line in the material. Corrective actions are being investigated by the supplier and the complaint sample was manufactured prior to implementation of any corrective actions. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "during dressing change connector port was cracked and leaking." No other information was provided.